Manufacturer narrative:
This report is for an unknown insertion instruments/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, it was found that the tear drop handle was unable to be attached to an unknown inserter. The issue was discovered preoperatively. The spino-pelvic fusion was completed on (B)(6) 2021 using a replacement device. There was no surgical delay. This report is for (1) unknown insertion instruments. This is report 2 of 2 for (B)(4).